Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow up. Upon interrogation, the right ventricular lead exhibited high impedance. During lead revision, an insulation anomaly was observed. The lead was capped and replaced without complication. The patient was in stable condition post procedure.